Manufacturer narrative:
Concomitant medical products: medtronic lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited noise which triggered an alert. No action was taken and the rv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.